Manufacturer narrative:
Sample has not yet been rec'd, but was reported to be available. The sample will be evaluated when rec'd and a f/u report will be filed.

Event description:
The pump infused very fast, in about 25 hrs instead of 46 hrs. Pt felt dizzy. Date of event: (B)(6) 2010.